Manufacturer narrative:
D4 - lot number: 8035983371.

Event description:
It was reported that removal difficulty occurred with the device. An ekosonic device was selected for an arterial thrombolysis procedure to treat an arterial occlusion. During an antegrade approach via right femoral artery access to a right femoral-popliteal bypass, the physician encountered challenging anatomy, including a heavily scarred groin and a tortuous graft. The first 106x50cm ekosonic device was deemed too long and exchanged for a second 106x30cm ekosonic device. The second ekosonic device advanced smoothly over a non-boston scientific guidewire. During insertion of the ultrasonic core, the infusion catheter and the ultrasound core buckled and the ultrasound core became hard to push. Continued attempts to advance the ultrasonic core were met with significant difficulty, and the ultrasonic core became stuck inside of the infusion catheter. Troubleshooting steps included repeated pushing and pulling; however, the ultrasound core could not be removed from the ekosonic device. Due to the need to maintain wire access, the physician opted not to remove the full system. Ultimately, the infusion catheter was cut, which allowed the proximal segment of the guidewire to be removed independently of the ekosonic device. A standard guidewire was then introduced through the distal catheter segment to maintain access, after which the remaining ekosonic device was removed. The procedure was completed using a non-boston scientific infusion catheter. There were no reported patient complications as a result of this event and the patient is expected to fully recover.